Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-08-09. H6: investigation summary: two 2000e-04 samples were received in open packaging for investigation; one from lot 21015660 and one from lot 20116592. No connecting products were received to assist the investigation. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to the returned samples; the piston of the returned samples was partially closed initially when connected to a retained 50ml bd plastipak syringe from stock, however after applying pressure to the syringe, the piston opened fully and no further occlusions were identified. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21015660 and 20116592 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Following a small number of similar reports, CAPA (B)(4) has been initiated. Bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. In order to minimize reports for occlusions of this nature, the manufacturing site has repaired the assembly machine to ensure that an adequate amount of fluorosilicone is injected into each smartsite. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e-04 product in the past 12 months.

Event description:
It was reported that 2 smartsite needle-free connectors, 1 each from lots 20116592 and 21015660, failed to flush due to blockage/occlusion. The following information was provided by the initial reporter: "fail to flush when using posi flush."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20116592. Medical device expiration date: 2023-11-26. Device manufacture date: 2020-11-18. Medical device lot #: 21015660. Medical device expiration date: 2024-01-08. Device manufacture date: 2021-01-08. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 smartsite needle-free connectors, 1 each from lots 20116592 and 21015660, failed to flush due to blockage/occlusion. The following information was provided by the initial reporter: "fail to flush when using posi flush."